Manufacturer narrative:
The investigation determined that higher than expected vitros creatinine (crea) results were obtained from vitros performance verifier (pv) I using vitros crea slide lot 1506-3546-8441 tested on a vitros xt 3400 chemistry system. The assignable cause of the event was a suboptimal calibration event. The parameters of the calibration event were determined to be suboptimal. The cause of the suboptimal calibration event remains unknown due to the limited information provided by the customer. No information was provided by the customer regarding calibrator fluid handling and storage, and therefore it is unknown if the customer is following manufacturer recommendations for this material. It is possible that improper calibrator fluid handling could have contributed to this suboptimal calibration event. Acceptable vitros crea qc performance was obtained using an alternate set of calibration parameters obtained from the same vitros crea reagent gen 06 lot as well as from an alternate vitros crea gen 10 reagent. In addition, quality control results processed on the same vitros analyzers using the same vitros pv lots were acceptable on an alternate vitros crea slide lot 1510-3543-6865. This indicated neither vitros crea slide lot 1506-3546-8441, vitros pv fluids, nor the vitros xt3400 chemistry system likely contributed to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros creatinine (crea) results were obtained from vitros performance verifier (pv) I using vitros crea slide lot 1506-3546-8441 tested on a vitros xt 3400 chemistry system. Vitros pv I lot q1174 vitros crea result of 1.52, 1.53, and 1.53 mg/dl vs. The vitros range of mean midpoint value of 1.03 mg/dl vitros pv I lot v1665 vitros crea result of 1.51 and 1.55 mg/dl vs. The expected vitros range of mean midpoint value of 0.92 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros crea results were obtained from a non-patient quality control fluid, however, the investigation could not rule out that patient samples were not or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 607072.